Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 17-jul-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (unknown concentration and dose) and unknown drug via an implantable pump for spinal pain indications. It was reported that the patient stated they were having issues with the pump. The patient stated seeing different lockout times on their personal therapy manager (ptm) throughout the day. Patient services reviewed lockout information and therapy details. The patient then said they were in tremendous pain and were having bad headaches in the back of their head, in front of their eyes, in their temples, and in their back for the past five days. The patient further reported that they could not sit up or lay down without hurting, and when they were laying down, they would be in tears because they were hurting so bad that they couldn't function. The patient was redirected to their health care provider (hcp) to further address the issue. When patient services asked what kind of medication they have in the pump the patient stated dilaudid and "some kind of numbing medication". Per ptm the therapy details were provided as: bolus duration: 1 min, lockout duration: 2 hours, dose restriction interval: 4/24hr, and max activations 4/day. Additional information received from a health care provider indicated that the patient seeing different lockout times on their personal therapy manager (ptm) was not a device issue. It was also determined that the lockouts the patient experienced were not unexpected. It was further reported that the patient experienced post-dural puncture headaches (pdph) and after a blood patch, the patient's pain and headaches were resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.